Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the fill tubing process the cartridge was "squirting out" insulin rather than dispensing in slow drops. Additionally, it was reported that the customer experienced resistance during the load process. Multiple cartridge changes were performed to resolve the issue. Customer's blood glucose level was 180 mg/dl.